Event description:
It was reported that implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. Programming changes were performed to resolve the issue. The patient condition was stable.